Event description:
It was reported that the fenestrated bipolar forceps instrument cable was noted to be frayed during reprocessing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch up cable was frayed at the distal clevis hub. The small frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed that the conductor wire displayed an area of damaged insulation, the material had been removed exposing the wire, but was still attached to the conductor wire. The conductor wire was damaged at the opposite side of the pitch cable. The material that was lifted measured roughly .046. The lifted material could be flattened down covering the exposed area and confirmed no missing material. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found.